Event description:
Tap. It was reported that 213 days after implantation of a 2.5x20mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the left anterior descending artery (lad). A pre-intervention stenosis of 80% was reported. A 2.5x20mm taxus stent was deployed at 12 atm in the region of the lesion. A post-intervention residual stenosis of 0% was reported. The patient received intra-coronary nitroglycerin and angiomax during the procedure. It was reported that "there were no immediate complications." The patient presented 213 days after the initial procedure with "accelerated angina pectoris," a 90% in-stent restenosis in the proximal and 60-70% in-stent restenosis in the distal lad. An atherectomy of the lad was performed using a 2.5x10mm cutting balloon. Subsequently, a 2.5x28mm cypher drug eluting stent was deployed at 16 atm in the region of the lesion. The stent was post-dilated with a 2.5x12 quantum maverick balloon. A post-intervention residual stenosis of 0% was reported. The pt received angiomax during the procedure. It was reported that "there were no immediate complications," and "the patient tolerated the procedure well.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.